Event description:
During a baxter evaluation, it was found that a pump has an upstream sensor functioning out of specification. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed that the upstream sensor functioning out of specification was failing. The upstream sensor will be replaced.